Manufacturer narrative:
An eval of the device cannot be performed as the device was retained or disposed of at the hospital and was not returned to the MFR. When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "it was discovered during surgery, the label on the box read, catalog number 5540-a-301. The item in the box was actually a 5543-a-300, lot code dugn."